Manufacturer narrative:
Analysis of programming history. Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that several pts were set to zero output current following systems diagnostics testing in their office. During review of programming history from the physicians office it was noted several pt's were involved from the treating physicians office that had their pulse generator output current was changed to oma due to interrupted diagnostics testing and/or a break in communications after diagnostic testing was complete. All programming issues were resolved by the physician. Cyberonics is pending receipt of the programming software for analysis.